Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the proximal left circumflex (lcx) artery with 95% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Five days later, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, the subject died. The primary cause of death is unexplained. No other action was taken to treat the event and it is unknown if an autopsy was performed.